Event description:
A couple of days after injection, pt first noticed an issue. She developed hard, painful nodules in glabellar and nlf and she was treated with hyaluronidase.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.